Event description:
After 1 month from the primary surgery, the patient reported pain due to a dislocation, and the cause is unknown. The surgeon revised the glenosphere, baseplate, liner, and locking screws. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 12 nov 2025. Reverse shoulder system 04.01.0123 humeral reverse hc liner d 39/+3mm (k170452) lot. 2243890: (B)(4) items manufactured and released on 06 feb 2023. Expiration date: 22 jan 2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0279 sensitin lat. Glenosphere 39xd 24.5 (k203755) lot. 2503233: (B)(4) items manufactured and released on 23 july 2025. Expiration date: 07 july 2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation: revision surgery 1 month after the primary surgery, due to a dislocation. These events are normally originated by insufficient re-establishment of soft tissue tension after the operation. No further conclusion can be drawn with the elements at hand. Root cause: although a precise root cause cannot be established, these events are generally related to insufficient re-establishment of soft tissue tension after surgery. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any manufacturing-related issue.